Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the reported problem could not be reproduced. The emergency drive was tested per factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) center in bronx ny it was reported that during a demonstration of the device, the rotaflow emergency drive serial number (B)(4) would not function. (B)(4).